Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was confirmed and duplicated. The pt802 has recorded faults on the event log and failed calibration. The main printed curcuit board assembly (pcba) will be scrapped. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.